Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a low alert that shows the blood glucose to be at 49 mg/dl when it is actually 249 mg/dl. He stated that he calibrated and then the sensor showed him to be at 309 mg/dl. He reported receiving inappropriate threshold suspends. He stated that the sensor issues were a past event and that the sensor reading was 192 mg/dl and that the blood glucose reading was 187 mg/dl. Customer was advised on calibration protocol. Nothing further was reported.